Manufacturer narrative:
Philips reached out to receive additional information on the device issue and establish a cause of the system issue, but attempts were unsuccessful. No additional information was able at this time. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that there was no alarm for the system. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address line 2 - (B)(6).